Event description:
Mechanical failure of left total knee arthroplasty tibial base plate that was implanted spring of 2005. X-rays revealed depression of the medial portion of the tibial component consistent with a fractured base plate. The posterior 1/5 cm base plate on the medial side had fractured and was depressed.